Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat an 85% stenosed, mildly calcified lesion in the mildly tortuous proximal circumflex (cx) artery. Pre-dilatation was performed with a 1.5x12mm unspecified balloon dilatation catheter (bdc). The 3.0x33mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 2.5x15mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.